Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed and the root cause was determined to be air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The nurse stated there was air in the line. The technical service representative(tsr) assisted the home patient (hp) to end therapy and start over with new supplies. The caregiver(cg) was contacted on (B)(6) 2011 regarding the air in line. The cg stated that the home patient did not develop any adverse reactions or require any medical intervention. The cg stated the home patient is currently performing therapy without any complications. The cg stated this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.